Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a burned wire on the fresenius 2008t machine. An on-site evaluation was performed by a fresenius regional equipment specialist (res) and the power supply was replaced. Additional information was requested, however to date not provided

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The power supply was received with a frayed wire from the transformer to the rectifier. The end connector found to have heat damage and the internal wires are exposed. There are no other discrepancies with the returned power supply. The power supply (as-received condition) was installed onto a test machine to test for the reported failure. The test machine does not power on with the returned power supply. The transformer was replaced with a known-good transformer on the returned power supply. Afterwards, the power supply was reinstalled onto the test machine. The test machine powered on without alarms or failures. The failure was due to the damaged wires on the transformer. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an on-site inspection of a 2008t machine reported as fails test. The fst found a power supply wire to the transformer to be heat-damaged. The res resolved the no power issue by replacing the power supply. The machine passed functional testing and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.